Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease. During surgery, the tip of the driver broke. The tip of the driver is still in the plate, located in the patient. The surgeon was not able to remove the broken tip during the procedure. There will not be any subsequent surgery to recover the broken tip as it is lodged directly into the implant.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed about 2mm has been broken off. Optical inspection of the fracture surface confirmed circular material flow. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.